Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 08-aug-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implan table neurostimulator (ins). It was reported that the patient had new onset of bilateral leg pain/weakness following implant. There were no known circumstances that led to the issue. The hcp admitted the patient overnight for observation and when the issues didn't resolve, the hcp decided to explant. The hcp tried giving steroids post-op and had the rep turn the stimulator on post-op to try and reduce inflammation/pain. The issue did not resolve, so the hcp decided to explant and send the patient to a rehab facility. No further complications were reported.